Event description:
The medical team in japan had a vessel damage at the insertion of the 14fr introducer sheath for the impella cp. The native anatomy was known to be too small for the sheath. The team performed angioplasty and stented the area. Addtionally the team observed thrombus as the area of the vessel dissection when the pump was explanted.

Manufacturer narrative:
The medical team in japan discarded the impella pump and introducer sheath. No benchtop analysis is possible. The root cause can not be determined, though due to the known peripheral arterial disease and small vasculature, patient condition contributed to the outcome. The failure mode will be monitored and trended.